Event description:
Information received by medtronic indicated that the insulin pump had repeated motor error alarm. Customer was able to successfully clear self test but it was confirmed that motor error alarm was repeated. No harm requiring medical intervention was reported. The insulin pump was not returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The customer alleged motor error alarm during the rewind test and the insulin was not delivered on (B)(6)2022. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.0875 inches. The stop (idle) current and run current measurement tests are within specification. The pump also passed self test, off no power alarm test and a21 error test. Device was able to completed the rewind test. No motor error alarm noted during the rewind test or during the functional testing. Device recognized the water filled reservoir that was installed in the reservoir compartment. Device was programmed with multiple test boluses. The test boluses delivered properly with water exiting the infusion set. No bolus anomaly or basal anomaly noted during testing. Please see below the motor error alarms listed in the downloaded pump history file on the event date. (B)(6)2022 09:22:54 alarm #43 - alrm_motor_error - motor error - during bolus. (B)(6)2022 09:26:01 alarm #43 - alrm_motor_error - motor error - during bolus. Motor error alarm listed in the pump 's history file, problem isolated to the motor. The motor was tested outside of the pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The following were noted during visual inspection: minor scratched display window, cracked case at display window corner at the lower left corner, cracked battery tube threads, and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. Device passed the functional testing. The customer alleged motor error alarm (listed in the downloaded pump history file) was confirmed. The customer alleged insulin delivery anomaly (bolus anomaly and basal anomaly) not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.